Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # u5ev8z. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60t reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during a thoracotomy procedure that while firing the psee60a with a black reload firing across the bronchus the device fired, and staples were deployed but malformed. Some staples were straight and jagged. Surgeon oversewed the staple line, and another device was not needed. While using a pve35a staples were deployed and formed correctly but the knife blade did not cut completely. Staple line was then clipped then cut to complete the transaction. Another pve35a was then opened to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # u5ev8z. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.